Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was exhibiting radio frequency (rf) telemetry lockout. The ICD was explanted. The patient was in stable condition.

Manufacturer narrative:
Correction: section b1 and b2: only product problem should have been selected.

Event description:
New information noted that the implantable cardioverter defibrillator (ICD) was not explanted, and no changes or interventions was reported.